Event description:
Since (B)(6) 2026, (B)(6) has observed repeated failures of the 3m comply hydrogen peroxide chemical indicator (1248) during sterilization of conmed power batteries and zimmer series x batteries. After processing in sterrad nx (non lumen and duo cycles) and v pro max, indicators frequently retained blue spots rather than turning fully pink as specified by the manufacturer. Failures occurred despite varying placement of indicators and consistent use of blue sterile wrap. The only configuration that produced a fully pink indicator was placing 1¿2 batteries in a plastic container, placing the indicator inside the container, and then blue wrapping the container. 3m documentation states these indicators are validated for use in both sterrad nx and v pro max. Carmen pinon has contacted solventum and spoke with lawrence talapa who provided potential solutions and stated that he input a product compliant with solventum. The main solution told to her was to prewarm batteries prior to sterilization. Instructions for use for the indicator and sterrad nx do not have any statements regarding prewarming devices prior to use.